Event description:
It was initially reported that the pt was experiencing an infection. Pt stated she developed an infection at both implant sites approximately 1 week after implant. Pt described incision sites as red, inflamed, and oozing. On (B) (6) 2010, the pt went to the ER and was admitted to the hosp to treat the infection. Pt stated hosp staff confirmed a staph infection through both a local culture and blood test. Pt also noted that the staff began treating her with a "strong antibiotic," but specifics are not available on the antibiotic used. The pt stated that the incision sites have healed better, but are not back to flesh tone yet. The pt was instructed by the surgeon to continue taking her oral antibiotics. Info received from the treating neurologist's office indicates that the infection was severe, which started following her implant procedure. Good faith attempts to obtain additional info have been unsuccessful to date.